Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the charging/coupling issues was unknown and the patient will be booked for surgery. The issues were not resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for non- malignant pain. It was reported that it was difficult to charge and the patient only received two couplings bars at most when charging. Turning the recharger dial didn't help, repositioning the antenna didn't resolve the issue, and antenna locate didn't help. The patient could communicate with a different external device. It was noted that the ins was superficial and they could feel all four corners. It was reviewed that the representative could consider imaging of the ins as it might be flipped. No symptoms or further complications reported.